Event description:
Meter name: ot ii, symptoms: headache. A pt reported they were unable to test. Their meter allegedly had no power. There was no result on their meter. There were no other results from other sources. Not treated. No further info has been reported.